Event description:
Customer reported that her low alarm was set for a blood glucose level of 75 mg/dl. Customer stated that it alarmed, and when she checked her blood glucose level, it was at 98 mg/dl. Customer stated that this happened earlier in the day of the call. Blood glucose level was 98 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.